Event description:
The ventillator went vent inop during use on a patient. The customer reported there was no patient harm. There was no alarm information provided. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributors's service engineer reported the ventillator failed extended self testing (est), and the diagnostic log showed a diagnostic code that indicated a +24 volt failue. The service engineer reported the ventillator operated to specifications after the service was completed.